Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose of 547 mg/dl; cause was unknown. A correction injection was administered to address the bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.